Event description:
Customer reported a malfunction on the pump. The customer was unable to confirm the fault ID because the pump shut down. There was no reported adverse impact to the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.